Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3887-33, lot# l69687, implanted: (B)(6) 1999, product type: lead. (B)(4) pertains to the ins ((B)(4)). (B)(4) pertains to the ins ((B)(4)). (B)(4) pertains to the lead (l69687). (B)(4) pertains to the lead (l69687). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient went from an itrel 3 to an itrel 4 on (B)(6) 2017. The rep reported that the itrel 3 had been dead for approximately 11 months prior to the replacement. The rep reported that after the replacement, impedances were good but the patient could only feel a slight tingle in the hip and leg at 10.5 v, 450 pulse width, 70 rate. The rep reported that the patient tried other programming with the same results. The rep reported that impedances were ran again and with 1 as the reference electrode 0 was 1810, 2 was 1847 and 3 was 3252. The rep reported that the configuration was correct. The rep reported that they would send the patient home and try again a little late. Additional information was received from the rep on (B)(6) 2017. The rep reported that x-rays showed that the lead was in the epidural space but may have pulled down slightly. The rep reported that they were going to confirm the information about the x-ray on (B)(6) 2017. The rep reported that the patient didn¿t feel stimulation prior to the procedure and assumed it was because the battery was depleted but that was not the case. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3887-33, lot# l69687, implanted: (B)(6) 1999, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of no stimulation was unknown. The rep reported that the cause of slight stimulation in the leg was also unknown. The rep reported that the patient had not felt stimulation in almost a year and thought it was due to the battery. The rep reported that an x-ray was done which showed the lead had moved down slightly. The rep reported that another impedance check was done at his follow up appointment on (B)(6) 2017. The rep reported that the issue was not resolved and the process was started to replace the lead. No further complications were reported.